Manufacturer narrative:
Findings: unit had no button response due to flattened dome switch on esc button. Unable to test for battery out limit alarm due to no button response. Unit had minor scratched display window, scratched case and partially broken reservoir tube lip.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 202 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer sated that they had a battery out limit alarm prior to the keypad issues. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.